Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open and 1 unopened racepack. Analysis and results: there are no previous complaints of the same reference-batch. Received the same day two complaints of the same reference-batch, but from different customers. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the needle attachment of the closed sample received and the result fulfils the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the result of the closed sample received fulfils the OEM requirements, note is taken of this incidence and if any samples are received in the future. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: pakistan needle detachment.